Manufacturer narrative:
Device evaluation summary: the closurefast catheter was received for evaluation. Visual inspection of the catheter shaft revealed no abnormalities or deformities. The heating element /coil was observed to be damaged. A visual inspection of the device found the coil heating element was bent and the fep was deformed approximately 4mm from the distal tip. A visual inspection under magnification revealed the fep on the coil had a red dried material embedded and the fep was damage. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was observed to be exposed. The investigation could confirm a fep damage to the catheter heating element/coil.

Event description:
Physician was using a closurefast catheter for radiofrequency ablation procedure of the great saphenous vein (gsv) using tumescent infiltration and compression (hand) under local anesthesia. The device was prepped as per IFU without issue and the lumen was flushed prior to use. Correct temperature was reached. It was reported that at the end of the procedure before final treatment there was a ¿catheter broken¿ message was displayed. Another catheter was used with the same generator without issue to complete the procedure. The vein was successfully closed. No patient injury reported.